Manufacturer narrative:
This report is being updated to provide investigation results. New information is reported h6 and h10. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The definitive cause of the reported event could not be identified. Olympus was unable to obtain additional information regarding the reported event. Based on the available information it is likely the damage noted on the scope when evaluated was due to the rapid removal of the device from the patient when the patient deteriorated during the case. The cause of the patient's deterioration was not provided. It was confirmed that the scope/bronchoscopy procedure did not cause or contribute to the patient's death after the procedure.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: the cover glue is blown out. The glue is peeling at the channel and cover collection with no leaking noted. The device passed the fog test. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an bronchoscopy using an evis exera ii bronchovideoscope, the patient deteriorated and the scope had to be rapidly removed to manage the patient, and this resulted in damage to the scope's distal end of the insertion tube outer sheath. It is reported that the patient died, however the customer reported the death was not related to the bronchoscopy procedure. No further information is available. An attempt was made to obtain additional details regarding the patient/event, however olympus was informed it is standard practice that this health system does not provide information due to privacy rules. This report is being submitted to report the patient's deterioration during a procedure in which an olympus device was in use.